Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of back pain ("back pain") in a 50 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced back pain (seriousness criteria disability and intervention required), fatigue ("fatigue to the point of not being able to get up in the morning"), metal poisoning ("heavy metal poisoning"), hypotension ("blood pressure at 90/60 mmhg"), visual impairment ("vision disorder, can no longer drive"), tooth loss ("tooth loss"), disturbance in attention ("difficulty concentrating") and general physical health deterioration ("deteriorating health"). The patient was treated with surgery (essure removal, hysterectomy). Essure was removed. At the time of the report, the outcomes for back pain, fatigue, metal poisoning, hypotension, visual impairment and tooth loss were unknown. The reporter considered back pain, disturbance in attention, fatigue, general physical health deterioration, hypotension, metal poisoning, tooth loss and visual impairment to be related to essure administration. The reporter commented: I (currently 57 years old) had 7 years of my life stolen. Over 5 years without being able to work, can no longer drive. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of back pain ("back pain") in a 57 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced back pain (seriousness criteria disability and intervention required), fatigue ("fatigue to the point of not being able to get up in the morning"), metal poisoning ("heavy metal poisoning"), hypotension ("blood pressure at 90/60 mmhg"), visual impairment ("vision disorder, can no longer drive"), tooth loss ("tooth loss"), disturbance in attention ("difficulty concentrating"), general physical health deterioration ("deteriorating health"), loose tooth ("teeth coming loose"), alopecia (" hair loss"), nasopharyngitis ("rhinopharyngitis/cold"), cough ("cough") and myalgia ("fibromuscular pain"). The patient was treated with surgery (essure removal, hysterectomy). Essure was removed. At the time of the report, the outcomes for back pain, fatigue, metal poisoning, hypotension, visual impairment, tooth loss, loose tooth, alopecia, nasopharyngitis, cough and myalgia were unknown. The reporter considered alopecia, back pain, cough, disturbance in attention, fatigue, general physical health deterioration, hypotension, loose tooth, metal poisoning, myalgia, nasopharyngitis, tooth loss and visual impairment to be related to essure administration. The reporter commented: I (currently 57 years old) had 7 years of my life stolen. Over 5 years without being able to work, can no longer drive. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 06-may-2024: reporter and patient information added. New event added: loose teeth, alopecia, rhino pharyngitis, cough, fibromuscular pain. Reporter forbids further contact ticked yes. Further company follow-up with the reporter, the reporter, the consumer, the reporter or the reporter is not possible. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of back pain ("back pain") in a 57 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates, she experienced back pain (seriousness criteria disability and intervention required), fatigue ("fatigue to the point of not being able to get up in the morning"), metal poisoning ("heavy metal poisoning"), hypotension ("blood pressure at 90/60 mmhg"), visual impairment ("vision disorder and can no longer drive"), tooth loss ("tooth loss"), disturbance in attention ("difficulty concentrating"), general physical health deterioration ("deteriorating health"), loose tooth ("teeth coming loose"), alopecia ("hair loss"), nasopharyngitis ("rhinopharyngitis/cold"), cough ("cough") and myalgia ("fibromuscular pain"). The patient was treated with surgery (essure removal, hysterectomy). Essure was removed. At the time of the report, the outcomes for back pain, fatigue, metal poisoning, hypotension, visual impairment, tooth loss, loose tooth, alopecia, nasopharyngitis, cough and myalgia were unknown. The reporter considered alopecia, back pain, cough, disturbance in attention, fatigue, general physical health deterioration, hypotension, loose tooth, metal poisoning, myalgia, nasopharyngitis, tooth loss and visual impairment to be related to essure administration. The reporter commented: I (currently 57 years old) had 7 years of my life stolen. Over 5 years without being able to work and I can no longer drive. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 16-may-2024: quality safety evaluation of product technical complaint. Further company follow-up with the reporter, the reporter, the consumer, the reporter or the reporter is not possible. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of back pain ("back pain") in a 50 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced back pain (seriousness criteria disability and intervention required), fatigue ("fatigue to the point of not being able to get up in the morning"), metal poisoning ("heavy metal poisoning"), hypotension ("blood pressure at 90/60 mmhg"), visual impairment ("vision disorder, can no longer drive"), tooth loss ("tooth loss"), disturbance in attention ("difficulty concentrating") and general physical health deterioration ("deteriorating health"). The patient was treated with surgery (essure removal, hysterectomy). Essure was removed. At the time of the report, the outcomes for back pain, fatigue, metal poisoning, hypotension, visual impairment and tooth loss were unknown. The reporter considered back pain, disturbance in attention, fatigue, general physical health deterioration, hypotension, metal poisoning, tooth loss and visual impairment to be related to essure administration. The reporter commented: (currently 57 years old) had 7 years of my life stolen. Over 5 years without being able to work, can no longer drive. The most recent follow-up information incorporated above includes data received on: 16-oct-2023: consumer interview with an other journalist (new reporters added): events added: back pain, disturbance in attention, general physical health deterioration. The event back pain was considered serious due to essure removal: event medical device removal was deleted). All events were considered related to essure by reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of back pain ("back pain") in a 50 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced back pain (seriousness criteria disability and intervention required), fatigue ("fatigue to the point of not being able to get up in the morning"), metal poisoning ("heavy metal poisoning"), hypotension ("blood pressure at 90/60 mmhg"), visual impairment ("vision disorder, can no longer drive"), tooth loss ("tooth loss"), disturbance in attention ("difficulty concentrating") and general physical health deterioration ("deteriorating health"). The patient was treated with surgery (essure removal, hysterectomy). Essure was removed. At the time of the report, the outcomes for back pain, fatigue, metal poisoning, hypotension, visual impairment and tooth loss were unknown. The reporter considered back pain, disturbance in attention, fatigue, general physical health deterioration, hypotension, metal poisoning, tooth loss and visual impairment to be related to essure administration. The reporter commented: I (currently 57 years old) had 7 years of my life stolen. Over 5 years without being able to work, can no longer drive. The most recent follow-up information incorporated above includes data received on: 16-oct-2023: consumer interview with an other journalist (new reporters added): events added: back pain, disturbance in attention, general physical health deterioration. The event back pain was considered serious due to essure removal: event medical device removal was deleted). All events were considered related to essure by reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.